Event description:
The integrity of the system was not maintained and leaking posterior of the chamber for the device with cerebrospinal fluid discovered by the nurse outside of the plastic. This is the second event.